Event description:
Add'l info rec'd from MFR 3/21/05: datascope corp. Received a copy of the subject medwatch from the site on jan. 2005. MFR has no add'l info related to the details of the incident, other than the info included in the medwatch itself. The unit was evaluated by the hosp's biomed and no problem was found. MFR called the MDR contact, to offer to have datascope evaluate the monitor. Risk management advised MFR that they already had the unit evaluated, and declined the offer. Datascope therefore has no info that suggests the device malfunctioned. A review of datascope complaint and medical device report history revealed no related incidents. Datascope corp received info about the event described via medwatch on jan 5, 2005. Hosp's medwatch report indicates that although the pt complained of numbness and tingling and an inability to grip, after a physician evaluated the pt's complaints, no neuro deficit was noted. No other injuries were reported. Device remains at the site. Design changes or modifications in the device since first marketed that may be related to the event including any sterilization changes, if applicable, and the date of the changes: none.

Event description:
Admitted for IV infusion. Protocol initiated, bp q 30 minutes until infusion complete. Datascope used for automatic bp's-3hrs into protocol pt c/o inability to move the arm with bp cuff attached. C/o numbness & tingling, inability to grip. No other neuro deficit noted on assessment. Physician evaluated.